Event description:
It was reported that baseplate was opened, nurse noticed yellow coloring on inside box. Upon further opening, the foam was stuck to the top layer.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Visual inspection: the product box in torn shrink wrap, implant stickers, opened outer blister and lid, opened inner blister and lid, and inner blister contents were returned. Conclusion: the event was confirmed. Visual inspection of the returned indicated the top foam was stuck to the inner tyvek lid. This caused the reported yellow stain on the inner lid. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
It was reported that baseplate was opened, nurse noticed yellow coloring on inside box. Upon further opening, the foam was stuck to the top layer.